Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was reported to be making a hissing noise and then had stopped pumping, the patient was placed on the iabp to stabilize for surgery. Approximately twenty minutes after being on the iabp, the unit started making a hissing noise like it was loosing air. The attachments were checked and no leak was noted. The balloon started to not inflate anymore. Patient was switched to a new machine but in the mean time had lost a pulse and a code was called, CPR was performed on the patient return of spontaneous circulation was achieved. The new unit was working properly.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse ran the unit on the test circuit and found no issue. The fse found fault 77 "compressor motor speed adj- assisting" logged once and is the only technical fault logged. Per the service manual "no action required". Also, the fse stated that the clinical alarm history showed the "augmentation below limit set" alarm 6 times and "iab disconnected" once, on the day of the event. No issues were found with the unit. The fse performed a pm, a full calibration, and tested the unit. The unit worked to manufacturer¿s specs. The unit was cleared for clinical use and returned to customer.

Event description:
N/a.